Event description:
It was reported that as the coil was being removed after it failed to detach, it got caught on the previous implanted coil and during the manipulation to remove the coil "aneurysm fissuring" occurred. The physician inflated the balloon catheter that was already in place to stop the hemorrhage. The physician released the coil by force and removed it together with the microcatheter. The procedure was completed by detaching another coil without clinical consequences to the patient. The physician believed that the coil manipulation during repositioning and coil removal contributed to the "aneurysm fissuring."

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, analysis cannot be performed. The cause for the difficulties experienced during removal cannot be determined. However, based on the information available, it is probable that manipulation during repositioning in order to remove the coil contributed to the ¿aneurysm fissuring¿. Aneurysm rupture is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Manufacturer narrative:
(B)(6). Subject device was disposed of by the user facility.

Event description:
It was reported that as the coil was being removed after it failed to detach, it got caught on the previous implanted coil and during the manipulation to remove the coil "aneurysm fissuring" occurred. The physician inflated the balloon catheter that was already in place to stop the hemorrhage. The physician released the coil by force and removed it together with the microcatheter. The procedure was completed by detaching another coil without clinical consequences to the patient. The physician believed that the coil manipulation during repositioning and coil removal contributed to the "aneurysm fissuring."